Event description:
Pt had multiple renal arteries, coming off of the aorta at varying angles. With the deployment of the main body graft, the placement was believed to be higher in the aorta and closer to the main renal arteries. Post angiogram viewed the graft has landed slightly lower than desired and a small proximal type I endoleak was noted. A main body extension was deployed, extending the main body graft proximally, resolving the endoleak. Procedure was concluded with a successful exclusion of the aneurysm.